Event description:
The service report shows the ventilator has failed its volume and leak testing while performing incoming evaluation. The nellcor puritan bennett factory service technician verified the cup seal was leaking and the connecting rod was worn. The factory service technician inspected the device and replaced the cup seal and connecting rod assembly to correct the reported problem. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.